Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was reported that the device's battery voltage had depleted prematurely. Technical support recommended patient monitoring; therefore, no intervention was performed to resolve this event. The patient was stable and will continue to be monitored.

Event description:
It was reported that the device's battery voltage dropped but remained above the elective replacement indicator (eri). There was no premature battery depletion confirmed. No intervention was performed to resolve the event and the patient remained stable.